Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one empty labeled winding former, and one suture piece of product code sxpp1a404 were received for evaluation. One sample returned was observed with body fluids and the suture extreme was noted to be broken. Damage and deformations were noticeable in the barbs. Crimping marks were observed on the suture surface that could be caused by a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more details. Device return follow up. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mammectomy on (B)(6) 2022 and a suture was used. Suture broke during suturing. Additional information has been requested.